Event description:
An malleable device was implanted on 11/14/86. Info received on 4/29/97 indicates the entire device was removed from the patient on 3/10/97, reason not indicated. An ipp device was implanted. Co has requested additional info.